Manufacturer narrative:
Concomitant medical products: product ID 863720, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted pump system. The patient presented to the hcp on (B)(6) 2015 with a pump that had been alarming for nine months. A critical alarm was occurring due to end of service (eos), and a non-critical alarm was occurring due to a low reservoir alarm. The hcp also saw pop-ups for eri occurred, empty reservoir, and a terminal event occurred (eos). It was reviewed that based on implant date eos would have occurred in (B)(6) 2015. The hcp did not know when the alarms occurred because they had not printed out the report with the logs. The hcp did not know if the patient experienced symptoms, but they stated that they "assumed the patient had withdrawal". They were to follow the prompts to shut off the pump. Additional information was requested to determine the drug name, lot, dose, concentration, start date, and end date of infusion; why the pump reached end of service and was empty; if there was a device, patient, therapy, or procedure issue; what symptoms the patient experienced related to the empty pump; and what actions or interventions were taken to resolve the empty pump and pump reaching end of service.